Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose up to 400mg/dl. Customer states that they are not getting alarm when blood glucose was high or low. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be return for analysis.